Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was confirmed and reproduced as system error 105, which was caused by a failed input / output printed circuit board. The failed I/o pcb was replaced.

Event description:
It was reported a spectrum pump had an issue with the motor. It was also reported there was no pt involvement related to this condition.